Event description:
During the verification testing at the service center, the device alarmed with an 11/004 (less than 2.0 volts measured on lithium battery) service alarm code.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.